Manufacturer narrative:
Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the transcatheter aortic valve evfxplus-26, good valve loading was confirmed by fluoroscopic check. Pre-dilation was performed with an 18 millimeter (mm) balloon, and stable valve deployment with excellent flaring and no movement during final release was achieved, with a perfect implant height between 3-4mm. Suddenly, diastolic blood pressure dropped, and paravalvular leak (pvl) was observed during contrast assessment. Post-dilation with a 22mm balloon was performed without issue, but the pvl persisted. The patient required resuscitation while preparation was made for implantation of a non-medtronic 23mm valve (sapien resilia). The non-medtronic valve was successfully implanted under resuscitation, after which no leakage was observed; however, the left coronary artery became occluded by thrombus. The patient was intubated and received an impella device for stabilization. Revascularization of the left main coronary artery was successfully performed.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter aortic valve implantation procedure involving the transcatheter aortic valve evfxplus-26, good valve loading was confirmed by fluoroscopic check. Pre-dilation was performed with an 18 millimeter (mm) balloon, and stable valve deployment with excellent flaring and no movement during final release was achieved, with a perfect implant height between 3-4mm. Suddenly, diastolic blood pressure dropped, and paravalvular leak (pvl) was observed during contrast assessment. Post-dilation with a 22mm balloon was performed without issue, but the pvl persisted. The patient required resuscitation while preparation was made for implantation of a non-medtronic 23mm valve (sapien resilia). The non-medtronic valve was successfully implanted under resuscitation, after which no leakage was observed; however, the left coronary artery became occluded by thrombus. The patient was intubated and received an impella device for stabilization. Revascularization of the left main coronary artery was successfully performed. Additional information was received to report the medtronic valve was implanted within the native aortic annulus. Heparin was administered every thirty minutes; throughout the case the patient's act level remained greater than 250 seconds. The valve was recaptured once due to a suboptimal implant depth of 5mm. A correction was reported: there was no pvl, instead it was severe central regurgitation.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. H6. Additional codes. Annex g corrected data: h6. The initial medwatch report was submitted without including the annex e code related to valve regurgitation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.